Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 116 mg/dl, 215 mg/dl, 105 mg/dl, 113 mg/dl. Tests were done within 10 minutes with a difference of 39%. Patient did not experience any adverse events. No further information has been reported. Note - customer using expired control solution.